Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed unexpected pump reboots. The battery compartment was found to be cracked. The returned battery cap was undamaged and bale to fit securely. The ez-prime steps were performed correctly with no power interruption. The ¿power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board or to the continuous glucose module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.